Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a left superficial femoral artery (sfa) procedure, an attempt was made to inflate the agiltrac balloon. A pinhole was found at 4 atm pressure, and contrast was seen exiting the distal 1/3 aspect of the balloon. The balloon was removed and another agiltrac was used successfully. Device preparation was uneventful. The sfa was straight and without calcification. There was no adverse pt sequela. Though requested, no add'l info was provided.